Manufacturer narrative:
H3) the logs and archive were provided for software analysis. The analysis found that the archive contains 3 CT images and 2mr images. The CT images were per protocol but the mr were not. The slices were greater than 5mm and in different spacing and thickness. Registration was found to be done with a registration accuracy of 0.9mm. Apart from this, there was no other evidence to determine the cause of the alleged inaccuracy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Archive analysis completed and determined that archive contained one registration with 0.9mm registration accuracy. The green zone of accuracy encompassed nearly the entire head. The registration model was very clear and the trace covered a large area. Unable to determine cause of inaccuracy from the archive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735736, serial/lot #: version: (B)(4). Medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a catheter placement procedure. It was reported that there was an alleged inaccuracy during the procedure. After registering and draping, surgeon reported being 1cm inaccurate. No reported movement of reference frame. There was a reported delay of less than one hour and no known impact on patient outcome.